Event description:
A nurse reported that, prior to vitrectomy surgery, two ophthalmic entry systems from the same batch were not sharp. The surgery was completed on the same day using an alternative product, and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation the manufacturer internal reference number is: (B)(4).